Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that for the past year and a half the customer noted the pump time was off. Reportedly the time was 2 hours behind. There was no impact to the customer's blood glucose level. It was indicated that he customer would continue to use the pump until the replacement pump was received.